Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot history record for this product could not be reviewed and a query of the complaint-handling database could not be performed because the lot number was not reported and the product was not returned for analysis. In this instance, based on the information received with this event and without the product to examine, a definitive cause for the reported experience could not be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the device instructions for use outlines the steps for the safe removal of the device by using the access ports, which collapses the locator wings and provides for the safe removal of the device.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, the device was unable to be removed from the patient's anatomy. The physician pulled the device out and applied manual compression to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.